Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If explanted; give date: n/a (not applicable). The lens remains implanted to date; therefore, not explanted. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a hair or something similar was stuck to the tecnis 1-piece, intraocular lens, model zcb00. Reportedly the hair/thread was removed before implantation and the lens was successfully implanted. There was no patient involvement reported. No further information was provided.